Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: bi71000527, serial/lot #: (B)(4). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and they replaced the detector/cp on the image acquisition system (ias). The first replacement detector was defective and would not site on the system correctly. The site ordered a new set and replaced the detector/cp combination. They performed a system checkout and the system was working as intended. Eval code method 10 is associated with this analysis eval code result 114 is associated with this analysis eval code conclusion 4307 is associated with this analysis the detector and cp2 was returned for analysis and is under analysis at this time. Eval code method 10 is associated with this statement eval code result 3233 is associated with this statement eval code conclusion 4315 is associated with this statement no other parts have been returned for analysis eval code method 4114 is associated with this statement eval code result 3221 is associated with this statement eval code conclusion 4315 is associated with this statement. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the detector will not initialize. No patient was present at the time of the event.

Manufacturer narrative:
H3) the detector was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. The detector was install into a known system and it did not sit correctly. The detector housing did not fit evenly with mounting bracket. Eval code method 10 is associated with this analysis eval code result 180 is associated with this analysis eval code conclusion 4307 is associated with this analysis the detector and cp2 processor were returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. It was installed into a known working system, the system did not fully boot, and was unable to complete initialization due to cp2 malfunction. Faulty cp2. Eval code method 10 is associated with this analysis eval code result 120 is associated with this analysis eval code conclusion 4307 is associated with this analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.